Event description:
A past high blood glucose event was reported by the customer, with the exact level unknown but indicated as high. Cause was not known. To address the issue, the customer administered a correction bolus via the pump.